Event description:
Customer reported double images, dark images, and communication errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and flashed the ffb nodes. System operates as intended. (B) (4).